Manufacturer narrative:
The device passed the displacement test and self test. However, pump error 63 alarm confirmed in the device history file due to cold solder joint, keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose as well as low blood glucose and also insulin pump had hardware low level failure alarm. The customer¿s blood glucose level was 63 mg/dl, 65 mg/dl, 200 mg/dl, 147 mg/dl, 201 mg/dl, 263 mg/dl, 127 mg/dl. Customer stated they were able to clear the alarm and they were able to rewind insulin pump. Customer was performed self test and the hardware low level failure alarm was occurred. Troubleshooting was performed. Customer was advised that the insulin pump needed to be replaced and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.